Manufacturer narrative:
Additional information: on (B)(6) 2019, the lens was repositioned a 2nd time. Reportedly, the "patient and surgeon are happy with the results." The problem is resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -6.5/+2.5/173 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes refractive surprise and lens dislocation. On (B)(6) 2018 the lens was repositioned which did not resolve the problem. Surgeon also states the vault is 200um and plans to implant a longer lens. Reportedly, lens remains implanted. The cause of the event is reported as unknown.